Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region #9 it was verified its nonosseointegration. A 20 ncm of primary stability was achieved. Patient presented insuficient bone quality/quantity (bone type iii) and bone graft was executed.